Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Air embolism is a known potential complication associated with all patients implanted vads. Right heart failure and acute renal dysfunction are known potential complications associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-04175 and 3007042319-2015-04176) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that this patient was reintubated due to respiratory distress and left lung collapse. The following day, the patient underwent a video-assisted thoracoscopic surgery (vats) procedure in which a pleural effusion was drained and a left pleural clot evacuated. Continuous veno-venous hemodialysis (cvvhd) was also started for treatment of acute kidney injury (aki). On (B)(6) the patient underwent a left thoracotomy and left lung decortication. The bivads were reported to be functioning well post-procedures. The last report received indicated that the patient remained hospitalized and continues to be closely monitored. Investigation is ongoing.

Manufacturer narrative:
Additional information received indicates that the patient remains in the intensive care unit but is improving. The patient underwent a bronchoscopy which revealed improving lung function. The patient is now off all antibiotics and has a tracheostomy collar. He is now working with physical and occupational therapy. The medical team does not believe this event to be related to the device. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the recent implant procedure and difficult post-operative period including respiratory infection, and related comorbidities. Though the root cause of the event cannot be conclusively determined; there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-04175 and 3007042319-2015-04176) submitted for devices related to the same event.